Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been hospitalized due to a blood glucose level of 112 mg/dl. The customer stated that she had a high blood glucose level on the day of the incident, but dropped low after treating. The insulin pump was not replaced or returned for analysis.